Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. This device was a product before countermeasures due to a design change of the printed circuit board. Omsc surmised that this phenomenon was attributed to the malfunction of the printed circuit board. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found: olympus repair center could confirm the reported phenomenon. The device was installed on the (B)(6) 2014 and had never been repairing. There was a massive presence of dust around the device. The usb connector was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image disappeared when the endoscope of generation olympus evis exera I and exera ii was connected with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.